Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that cause of the reported issue was due to a faulty 3rd party usb data cable that was plugged into the device. Physio replaced the faulty 3rd party usb data cable with one from the customer's existing inventory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.